Event description:
Additional information received later indicated that patient received assistance from manufacturer representative and her issues were resolved. It was indicated that her appointment was 2 weeks ago from the day of this report.

Manufacturer narrative:
Product ID 3889-28, lot# va090j4, implanted: 2013 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported since implant, patient neurostimulator (ins) worked for urgency but not for incontinence, because her incontinence was really bad. The patient stated she just went through 3 urethra bulkings (within the last 6 months) and she was right back where she started using the largest pads. The indicated that she had it on setting 1 but just shuts off (pt did not feel the stimulation). The patient changed it to program 4 and could not feel it working but if she turns it up a setting, it was hurting. The patient set it down one setting. The patient was catheterizing herself to see if there was retention. The patient had been into the health care provider (hcp) 2 or 3 times for different settings. The patient reported ¿she could sit on the toilet and will be going and going then catheterize herself and there was more in there.¿ the patient indicated that ¿she could sit there and could feel her bladder making urine and could go again.¿ the patient had a call in and will drop off a urine sample and keep track of her settings and results to share with hcp.

Event description:
2014 (B)(4) crts (B)(4): it was reported, patient had no stimulation sensation and stated that the neurostimulator ins was broken now. The patient reported loss of therapeutic effect. It was indicated 2 to 3 days prior to the call patient was feeling the therapy was not working and had not felt stimulation. It was indicated that she put in batteries in the programmer and tried all of the programs and none were working. It was indicated that patient was scheduled to see her health care provider (hcp) on (B)(6) 2014. The patient reported that she has been experiencing issues with her bladder and urethra with no muscle tone and her hcp was doing a series of 3 shots to try and build up muscle for the issue. It was indicated that tried changing to program 1 earlier but was not sure what she did and needed assistance with programmer operation. It was noted at that the neurostimulator was off and was assisted turning it back on. It was noted that patient was then feeling the stimulation on program 1 at 1.7 and turned it down to 1.2. And was feeling stimulation in her "butt¿. A follow-up report will be sent if additional information becomes available.